Event description:
Reporter indicated a patient has had high lead impedance (dcdc code = 4) with vns systems diagnostics testing since at least (B)(6) 2007. It is also possible that a dcdc = 7 code with limit output status was received as early as (B)(6) 2007, for systems diagnostics with the previous vns generator and resident lead, but this has not been confirmed. X-rays were received and reviewed by the manufacturer which identified that the positive filter feedthrough wire in the vns generator appears to be broken in 3 views. The lead pins appear to be fully inserted into the header of the generator. Due to poor film quality, it is unable to be assessed if the lead body is intact at the lead pins. The electrode site was able to be visualized. The electrodes appeared to be in alignment and implanted in the correct orientation lower than what is usually seen, between c5 and c6. Based on the x-ray review, the cause of the high lead impedance may be due to the broken feedthrough wire. However, a lead discontinuity could not be ruled out. The device history record for the generator was reviewed, and the generator met all testing specifications prior to distribution. X-rays of the generator prior to distribution confirmed the feedthrough wires were intact. Attempts for further information and the plan of care are in progress.

Event description:
Reporter indicated the patient was seen for follow-up on (B)(6) 2012. Device diagnostics were within normal limits. However, as the high lead impedance has been occurring intermittently, it is the manufacturer's recommendation that the vns generator and lead be replaced to ensure vns therapy is being delivered as intended. The generator would also need to be replaced as the manufacturer no longer manufactures a dual-pin lead with which the patient is currently implanted, so the new single-pin lead would not be compatible with the implanted dual-pin generator. It was also reported the patient had no known trauma. Attempts for the plan of care in regards to vns replacement surgery have been unsuccessful to date.

Event description:
Manufacturer follow up with the treating physician revealed the physician will recommend full surgical replacement of the vns generator and lead to the patient. Although surgery appears likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by manufacturer revealed a gross feedthrough wire fracture in the generator header. Device failure is suspected, but did not cause or contribute to a death or serious injury.